Event description:
Customer reported the collimator closed down, and after reboot, system displayed a fast stop error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ffb and gib boards. System operates as intended.